Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. Due to the switch to unipolar sensing in safety mode, myopotential over-sensing occurred which resulted in pacing inhibition. The patient noted feelings of dizziness and shortness of breath due to this pacing inhibition. Boston scientific technical services was contacted and confirmed that the device's sensing mode was non-programmable in safety mode and emergent replacement was recommended. The patient was hospitalized pending a surgical replacement procedure, but this has not yet occurred. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. Due to the switch to unipolar sensing in safety mode, myopotential over-sensing occurred which resulted in pacing inhibition. The patient noted feelings of dizziness and shortness of breath due to this pacing inhibition. Boston scientific technical services was contacted and confirmed that the device's sensing mode was non-programmable in safety mode and emergent replacement was recommended. The patient was hospitalized and the physician subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This explanted pacemaker is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. Due to the switch to unipolar sensing in safety mode, myopotential over-sensing occurred which resulted in pacing inhibition. The patient noted feelings of dizziness and shortness of breath due to this pacing inhibition. Boston scientific technical services was contacted and confirmed that the device's sensing mode was non-programmable in safety mode and emergent replacement was recommended. The patient was hospitalized and the physician subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This explanted pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.